Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had recently filled the cartridge and that the cartridge appeared to be leaking at the fill port. Tandem technical support instructed the customer to wipe the residual insulin off the fill port. After wiping the insulin off of the fill port, the customer did not observe any more insulin on the fill port. There was no reported impact to the customer's blood glucose level.